Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was admitted to the hospital after receiving high voltage therapy on (B)(6) 2025. Upon device interrogation, an over current detection (ocd) alert and low defibrillation impedance was noted on the right ventricular (rv) lead. On (B)(6) 2025, a chest x-ray was performed, and externalization was noted on the rv lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. There were no patient consequences.